Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a patient dropped the ilet into the pool and now it is not turning on after a few attempts. Pt will resort to back up therapy until replacement arrives. There was no adverse event reported as a result of this event.